Manufacturer narrative:
H6: investigation summary several samples were provided to our quality team for investigation. Through visual inspection, small black dots can be observed near the scale. Using magnification, the dots were identified to be ink. A device history review was performed for lot 2010063, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred due to a failure in the marking machine. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: we regularly detect (mostly black) particles stuck to the inside of the syringes. We cannot have added these ourselves.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: we regularly detect (mostly black) particles stuck to the inside of the syringes. We cannot have added these ourselves.